Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming and upon inquiring further, it was discover that they had been involved in an automobile accident on (B)(6) 2014 due to low blood glucose levels. Customer is not certain if device was on at the time of the accident but does remember being connected to it and that their blood glucose levels were normal prior to incident and they suspended the device prior to driving. Customer declined troubleshooting. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was 67 mg/dl at time of reporting. Nothing further reported.